Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bent collet in the reported problem area of the pipette assembly. Collet in position 2 was replaced. All tip clamps, plunger clamps and sleeves were checked and cleaned. Verified alignment and calibration of x-arm and z-arm. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.